Event description:
It was reported that nitinol guidewire was not lubricated significantly during the first two uses. However, it was difficult to insert the product during its third use and there was exfoliation. Per follow-up information received from ibc on 15nov2022, stated that the ¿guidewire was not lubricated significantly ¿ refers to ¿the surface of guide wire was unsmooth, difficult to advance ¿. The guide wire was lubricated according to the process during use, and also the lubricating reagent was attempted to be replaced to solve the issue of unsmoothed wire, but not worked. Also clarified that the guidewire was difficult to be advanced during the process of inserting attempts.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable.

Event description:
It was reported that nitinol guidewire was not lubricated significantly during the first two uses. However, it was difficult to insert the product during its third use and there was exfoliation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.